Manufacturer narrative:
(B)(4). Batch # unk. Cartridge lot # u40k8c. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a misfire during a sleeve gastrectomy. The stapler reload did not deploy staples on the patient side, but deployed staples on the specimen side. It was the second firing of the sleeves. First fire was a plee60a w/ a gst60t black reload with seam guard. That was reloaded with a gst60g and competitive buttressing. A new stapler ¿new lot numbers ¿, and new reloads ¿new lot numbers ¿and completed the sleeve. Doctor then over sewed the hole with a 2-0 suture. It was about a forty-five-minute delay. The procedure was completed with no patient consequences reported.